Event description:
A peritoneal dialysis pt reported that the cassette was leaking, unable to confirm lot number. There is no report of pt ill effect. There is no sample for eval.

Manufacturer narrative:
No product has been returned for eval, therefore, the complaint is deemed as unconfirmed. No further investigation is required. Event data will be trended per quality data analysis procedure.